Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in a mildly calcified, heavily tortuous left anterior descending artery that was 80% stenosed. The 2.80x19mm graftmaster stent delivery system failed to cross due to the anatomy. The device was replaced with an unspecified balloon and an absorbable gelatin sponge to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.